Manufacturer narrative:
Cmpl(B)(4)

Event description:
It was reported that there was a forced log out. No data or product was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.